Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 5:30 pm after the end user received various low results from his prodigy diabetes meter. The end user was sweating and confused accompanied with a blood glucose reading of 90 mg/dl. The paramedics were called and once they arrived a blood glucose test was performed with their meter and the result was 60 mg/dl. The paramedics stated that the prodigy diabetes meter was inaccurate and the reading was off by 30 mg/dl. The end user was given an IV fluid along with a sugary drink to assist in raising his blood glucose level. There was no need to transport the end user to the ER. No additional details were provided in regards to this medical event.